Event description:
The tube fell off the burette. The reporter indicated that this has occurred seven times but did not provide specific details. On one occasion chemotherapy drugs were spilled.

Manufacturer narrative:
The customer indicated samples would be returned to co for evaluation. Samples have not been received. Based on previous similar complaints, co believes that this issue is related to the male luer of the interlink breaking off the burette at the bond. This component is purchased from another manufacturer. Co has notified the vendor and has implemented manufacturing process changes as corrective action. Co was unable to confirm this issue or to determine the cause without benefit of returned product evaluation. Based on previous information, co believes that this issue has been addressed and that no additional action is necessary at this time. Co considers this MDR closed with this report.